Event description:
It was reported that there was a catheter fracture, the patient experienced withdrawal and a revision was subsequently done. The patient initially reported having two episodes of "morphine withdrawal" the week prior to the report date, one of which "required a trip to the hospital." The patient's episodes of withdrawal occurred after the refill. The healthcare provider (hcp) later reported that the withdrawal event was caused by a fractured catheter in the distal segment. The hcp noted either an MRI, xray or CT scan was done on (B)(6) 2012, but the results were not provided. The hcp noted a pump and the catheter replacement on (B)(6) 2012. The patient required hospitalization due to the event and the patient outcome was reported as non-serious injury/illness. The medications in the pump were morphine, clonidine and bupivicaine. The reason for a pump replacement was not provided and the manufacturing device registry did not have a report of a pump replacement, therefore it was not known if the pump was actually replaced along with the catheter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).